Event description:
Information was received from a patient. It was reported that their implantable neurostimulator (ins) was getting towards end of life. The patient stated that they didn¿t know what to do because they were not visiting the same healthcare provider (hcp) and didn¿t want to wait until the ins dies. The patient reported that two months after they were implanted, the ins had to be ¿redone¿ or repositioned. It was noted that the patient¿s trial worked great and stimulation was able to reach their feet. The patient reported that with their permanent implant, stimulation didn¿t always get to their feet and would change every time they moved. The patient stated that the product was great and had helped them a lot. The patient was to follow up with their hcp regarding device options and longevity. It was reviewed that battery longevity depends on usage and settings. It was also recommended that the patient look at their programmer screen for codes or information and call if they had any questions. Indication for use is peripheral neuropathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.